Manufacturer narrative:
G4: 11aug2020. B4: 18aug2020. The touchscreen assembly (touchscreen) was returned to the manufacturer's failure investigation(fi) laboratory for evaluation. Visual inspection of the touchscreen revealed no signs of physical damage and contamination. The touchscreen was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen passed all testing, and no errors were generated. All resistance measurements were within specifications. The reported event was not duplicated. No-fault was found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
After further bench repair evaluation, the bench manufacturer¿s field service engineer found the touchscreen to fail intermittently. There was no patient involvement. The bench manufacturer¿s field service engineer (fse) confirmed the reported touchscreen failure issue. The fse replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.